Event description:
Note: a full audit of all legacy complaints since the inception of the company (2007) was conducted to assure any non-conformities that may exist from earlier years were discovered and properly documented and addressed. During the audit this reportable event was identified and is now being submitted. Previous personnel had deemed this a non-reportable. This event was to be reported within 30 days of occuring. Facetfuse screws were implanted into a pt on (B)(6) 2008. On (B)(6) 2009, the implanting surgeon communicated that during pt follow up it was noted that two facetfuse screws had pulled out of the implant site. The pt was revised and it was noted during revision that there was delayed fusion or non-union of the facet joints. General pt info: elderly male with degenerative disc disease and poor bone quality, requiring fixation/fusion at l4-l5.

Manufacturer narrative:
It was noted during investigation that pt revision revealed delayed/non-union of the facet joint fusion. Risk associated with device performance when subjected to non-union are sufficiently addressed in device labeling. It was also reported by spinfrontier clinical personnel, who assessed the pt's condition prior to implant, that it was recommended that the facet fixation be made in conjunction with an intervertebral body fusion (ibf) device. The fixation was not performed accordingly and, therefore, the facet screws were likely exposed to higher load bearing forces than they would have in conjunction with an ibf device. Facetfuse package insert indicates that "internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs". This indicates that the device is intended as a temporary solution until fusion occurs.